Event description:
Defibrillator would not charge either with or without hands-off defibrillation connected-unit in paramedic advanced life support (als) vehicle. Paramedic unit responded to call involving an 81-yr-old male on ground. Pt in cardiac arrest when paramedics arrived. Pt lying in street pulseless and apneic, airway in place and CPR underway by basic life support (bls) crew already on scene. Bls had shocked pt twice already before als arrived. Defibrillator connected by als would not charge. Bls protocol maintained enroute to ER.